Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during removal of the stylet, the tip of the 4.0x08 mm sierra stent delivery system separated. The device was not used in the anatomy and was replaced with another sierra stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip separation was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during stylet removal resulted in the reported tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. D3: device available for evaluation. H6: method code: 4115 - removed. Results code: 213 - removed. Conclusion code: 67 - removed.